Event description:
Report received of underdelivery during preventative maintenance testing. The pump reportedly delivered 17.8ml with an expected volume of 20.0ml. There were no reports of any adverse patient events while the pump was in use on a patient.